Event description:
It was reported that during the beginning of the procedure, once the unit was plugged to the console, the tip began to melt. It was further reported that the event happened twice.

Manufacturer narrative:
It was reported that a quantity of two units were implicated in the event. Add'l info will be provided once the investigation has been completed.